Event description:
It was reported that the zimmer air dermatome was taking very patchy and uneven grafts. It was reported that the device was used by experienced surgeons. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.